Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot at this time. All available information was investigated and a definitive cause for the reported physical resistance (resistance felt when rotating the lock lever inward and outward) and physical resistance (gripper line ¿ difficulty) could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report resistance during gripper line removal. It was reported that this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). The mitraclip delivery system (cds)was advanced to the mitral valve and the clip was placed. When attempting to lock the clip, resistance was felt when rotating the lock lever inward and outward. The lock lever was rotated inward and outward several times and the clip successfully locked. The clip was deployed; however, the gripper line could not be removed. The cds was removed and the gripper line was successfully removed through the steerable guide catheter. A second clip was implanted to further reduce mr to <1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.